Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The pre-use check failed the pressure transducer test, internal leakage test, o2 cell test and the flow transducer test. The dc/dc and standard connectors printed circuit board (pcb) was found to be the defective part and that the reported issue was resolved by replacing it. After the replacement, the ventilator was handed over to the customer in working condition. Our conclusion is that the replaced dc/dc & standard connectors pcb was the cause of the reported event. However, the root cause of why the part failed has not been established as it was not returned for investigation. A correction of field # d1 brand name, # d4 version or model were required. D1 brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 date of implementation of UDI in manufacturing.

Event description:
Manufacturer's ref: # (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).